Event description:
It was reported that the right ventricular (rv) lead became kinked during the implant procedure. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of a kinked lead was not confirmed. As received, a complete lead was returned in one piece. A visual inspection and x-ray examination of the lead revealed no anomalies. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. The lead was laid flat next to a ruler to observe the curvature of the lead distal to the right ventricular shock coil and the curvatures observed on the lead body were within required performance specification.